Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found a hole on the lead body insulation at the distal region consistent with perforation of guidewire. The cause of the reported event was due to lead body insulation perforated by guidewire consistent with procedural damage. The reported event of the guidewire creating a hole in the lead was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the lead was damaged by the guidewire. The lead was explanted and replaced and the patient was stable with no consequences.